Event description:
It was reported that after the preloaded toric intraocular lens (iol) implantation, the patient complained of post-operative photopsia. The condition was being monitored; however, the patient requested a lens replacement. The iol was explanted and replaced with a different lens. No further information was provided.

Manufacturer narrative:
Section a3b, a4, and a5: unknown, as information was requested but not provided. Section b3: date of event: unknown/not provided. Best estimate is between implantation on (B)(6) 2024 and the post-operative examination on (B)(6) 2025. Section e1: email address: unknown, as information was requested but not provided. Section e1: telephone number: (B)(6). Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed, and the customer's reported complaint could not be verified. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no similar complaints for this production order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency, and the reported issue could not be confirmed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.